Event description:
A cartridge change error was reported, triggering customer to seek assistance. There was no adverse impact to the customer¿s blood glucose level. Customer was guided by technical support to address issue, including inspecting and cleaning involved components, and successfully loading a new cartridge. Finally, customer was able to complete load process and resume insulin delivery.